Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The log review identified self-check pneumatic sensor events (codes 3172 and 1051) related to the device inability to properly zero the airway pressure sensor during the autocalibration cycle. These events can be intermittent and may be influenced by environmental factors such as vibration or mounting instability. During technical evaluation, the reported issue could not be reproduced. The unit was stress-tested for over two hours without failure, passed all functional testing (exhalation, backup, and autocal valve checks), and internal inspection confirmed no discrepancies. The logged events cleared after a power cycle. The smart pneumatic module (spm) board was recommended to be replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.